Event description:
The home care provider (hcp) reported the following info. The pt filled a portable unit off of the h-46. The quick connect began to spew liquid oxygen immediately thereafter. The pt vacated the room and called their hcp. The pt was not injured. A sales rep from the hcp went to the pt's home. The sales rep attempted to get close to the unit, looking for a way to turn it off. The sales rep did not know how to let all of the pressure out of the unit. A minimal amount of liquid oxygen touched the sales representative's skin, but pt did not think it was bad enough to be treated. There was no property damage.